Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the image function did not work properly due to the switch in the old version. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that the on off button gets stuck. When the button is pushed on it gets stuck in the housing part and then it will not come back out. The issue was confirmed due to faulty old version main power switch is stuck and depressed. Need to upgrade main power switch. In addition, found worn out socket slider switch causing intermittent failure of the high intensity mode. Front panel cracked, it was found that the olympus lamp expired life meter reading 500+hours, light intensity output measured out of range specifications. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the lightsource on/off button gets stuck. No procedure was being done. Noticed before start of day. There were no reports of patient harm associated with this event.